Manufacturer narrative:
Follow-up # 1 date of submission 26-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings:a review of the pump black box data shows evidence of unexpected pump reboot events on the complaint date. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws were within specification. The pump alarmed with a ¿cs177¿ warning upon confirming the ¿verify¿ screen. The short battery life complaint was confirmed during this investigation. The pump¿s cover was removed and there was evidence of moisture contamination inside battery compartment and underside of battery cap. During visual inspection of the pump, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.